Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm-5mm x 28mm, de novo target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad) and proximal left main (lm). After a 2.75x33mm non-bsc stent was successfully implanted, a 28x4.00mm promus premier drug-eluting stent (des) was deployed and overlapped from proximal lad to proximal lm. The promus premier stent was post dilated up to 16 atmospheres with a 4.5x12mm non-bsc balloon and further dilatation was done with another 5x8mm non-bsc balloon. After intravascular ultrasound study, some malapposition was detected and further investigation with a stent visualization tool showed completely deformed segment in mid to proximal part of the stent. As per the physician, the fracture occured in the proximal area of the vessel of the lm and not in the lesion part and this happened when he tried to post dilate the stent to optimize the apposition. Finally, the physician decided to implant a non-bsc stent inside the promus premier des and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm-5mm x 28mm, de novo target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad) and proximal left main (lm). After a 2.75x33mm non-bsc stent was successfully implanted, a 28x4.00mm promus premier drug-eluting stent (des) was deployed and overlapped from proximal lad to proximal lm. The promus premier stent was post dilated up to 16 atmospheres with a 4.5x12mm non-bsc balloon and further dilatation was done with another 5x8mm non-bsc balloon. After intravascular ultrasound study, some malapposition was detected and further investigation with a stent visualization tool showed completely deformed segment in mid to proximal part of the stent. As per the physician, the fracture occured in the proximal area of the vessel of the lm and not in the lesion part and this happened when he tried to post dilate the stent to optimize the apposition. Finally, the physician decided to implant a non-bsc stent inside the promus premier des and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the provided still images from the angiographic series are not consistent with the reported event of stent fracture. Stent damage is observed after numerous post-dilatations in the form of displaced struts. No preparation of the lesion site (pre-dilations) are noted previous to any stent deployment. The stent of interest for this investigation was overlapped with the previously implanted stent covering part of the promixal left anterior desceding artery (lad) and left main artery up to ostium. Post deployment of this stent a constrained area is noted coinciding to a lesion area at a bifurication. The stent struts appear displaced in several locations with several constrictions/deformations noted mid to prox stent region. After multiple post dilations the stent is still seen constricted suggesting the presence of fibro calcific lesions. A third stent is deployed inside it most likely to try and cover the deformed struts but following multiple post dilations the constriction region is still visible, although not as severe as previously, thus confirming the presence of fibro-calcific lesion once more. H3 other text : angiogram and ivus.